Event description:
It was reported by the patient¿s father that the patient experienced a skin infection at the infusion site on the left leg, which developed after an unspecified duration of pod wear. It was further reported that the patient has an underlying condition (cystic fibrosis), for which he was taking daily flucloxacillin antibiotic treatment until (B)(6) 2025. The father stated that the underlying condition could have contributed to the patient¿s skin symptoms. The father reported that the infusion site developed soreness, redness, and inflammation described as a lump, which prompted him to seek medical attention. The father consulted healthcare professionals at (B)(6) via a remote joint telephone conversation. The specific date when the call took place was not provided, but it was reported that the call lasted approximately five minutes. The patient was diagnosed with a skin infection and prescribed co-amoxiclav 500 mg for one week. The pod involved was discarded and is unavailable for investigation.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.